Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted one smart coil. After advancing the next smart coil into the target location, the physician attempted to manually detach the coil; however, the coil did not detach. While retrieving the smart coil, resistance was encountered and subsequently the smart coil detached inside the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed from the patient. The procedure was completed by using the same microcatheter to implant one additional smart coil and ten non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the embolization coil was detached from the pusher assembly, and the complaint was confirmed. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pull wire was retracted out of the ddt. This type of damage typically occurs during a successfully detachment. Based on the returned condition, the root cause of the reported complaint could not be determined. Further evaluation revealed multiple kinks on the proximal end of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during the manual detachment. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.